Event description:
It is reported that in 1997 patient underwent right total hip replacement. Post operatively, in 2000, the hip was revised. At the time of the procedure, x-rays confirmed osteolysis of the stem. As a result, the stem and acetabular liner were removed and replaced with unknown competitor product.